Event description:
It was reported that upon positioning a coil within an aneurysm, it prematurely detached. The coil was pushed in the aneurysm using the delivery pusher. No retrieval attempts were made. No harm was reported. The patient was reported to be in good condition.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been returned to date. We have inquired regarding the return status of the sample. When the sample is returned we report our findings in a follow-up report. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.